Manufacturer narrative:
H.6. Investigation: one photo was received and evaluated. The photo depicted a single loose syringe on or in a plastic sample bag. There was handwriting identifying the sample as 5ml syringe from mold c-210 cav 57. The barrel did not appear to have any scale markings printed at all. Potential root cause for the missing print defect is associated with the marking process. Defective rate would be well within the aql for either of the 3 potential batches provided. Therefore, no corrective actions are necessary at this time. All 3 potential batches are considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that prior to use it was discovered that the scale markings were missing with a bd syringe 5ml ll bns. The following information was provided by the initial reporter, translated from french to english: our end user informs us that he found in a pack of 25 5 ml syringes, a syringe without graduation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prior to use it was discovered that the scale markings were missing with a bd syringe 5ml ll bns. The following information was provided by the initial reporter, translated from (B)(6) to english: our end user informs us that he found in a pack of 25 5 ml syringes, a syringe without graduation.